Event description:
Insulin pump alarmed for button error alarm. The customer was at the beach when the alarm occurred. Blood glucose reading was 189 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube, reservoir tube lip, and battery tube threads. Minor scratches on display window were also noted.